Manufacturer narrative:
Date rec'd by MFR: 22mar2019. The manufacturer's international service technician confirmed the reported problem - the power switch overlay was identified as needing replacement to address this issue. The manufacturer's international service technician was instructed by the customer to not replace the overlay. Therefore, no repair was made pertaining to this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. No phone number provided.a follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had power light emitting diode (led) failure. The customer reported there was no patient involvement. Event date not specified, estimate used.